Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This report in being submitted to provide explant information and update field b5. This investigation will be updated should pertinent information become available in the future. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a fc 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and successfully replaced, and has not been returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a fc 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported. Additional information was received. This crt-p was explanted and successfully replaced and has not been returned for analysis.

Manufacturer narrative:
This report in being submitted to provide explant information and update field b5. This investigation will be updated should pertinent information become available in the future. E1: initial reporter phone number is (B)(6) - ext (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future. E1: initial reporter phone number is (B)(6).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a fc 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.